Event description:
During an initial implant procedure, there was a failure to extend the helix of the right ventricular (rv) lead. The rv lead was then explanted and replaced to resolve the event. The patient is stable.